Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that yesterday while recharging the implant they got rm03; pt reset a couple of times but they still got rm03. Agent had patient reset the controller; pt confirmed no visible damage; pt commented there's recent "nail scratch" on one side of the medtronic battery where they hold the battery to pull it out. Agent had pt blew air into the controller port and wiped the recharger plug with clean fabric. Pt attempted to recharge the implant and connected with excellent recharging quality; controller was at 100% and implant was at 60%. Pt mentioned the paddle only gets warm and not really hot. Pt was put on hold while charging the implant and when agent returned pt reported rm03. Steps taken during the call did not resolve the issue. Agent sent request to repair to replace the recharging paddle.

Manufacturer narrative:
The recharger 97755-s and serial# (B)(6) was received for product analysis. Analysis found the electrical failure when trying to read ins get rm03 error code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.